Event description:
The distributor & upon notice, his serviceman, have failed to answer & confirm the MFR's statement that the problem has been corrected. Also, is foreign mfg equipment allowed to be a part of medicare-medicaid furnished dme? June 15, 2009. Ladies and gentlemen: reproduced below & on the reverse side of this letter is a copy of a letter, which is shaded, I have written to pride's president about the battery charger supplied with my quantum wheelchair. Also there is an e-mail reply. Please confirm that you no longer supply these dinky fan cooled chargers with the wheelchair. May 24, 2009. Pride mobility products corp. Attention: the president, dear sir: I am a medicare purchaser of a quantum 600 wheelchair. All the latest and best has been incorporated into this wheelchair except in the battery charger. There, a small, fan cooled, contraption is supplied. Most users charge their wheelchair batteries at night when not working. These chargers are noisy and sleep depriving though. How could you permit this abominable device be added to your disabled wheelchair user's discomforts? A poor translation of operating and problem solving instructions for these chargers is given to these chair users. To make matters even worse, you are now promoting a foreign make on government, medicare purchases. Fortunately I have a suitable charger. But I am concerned that future purchasers of your chairs receive a more suitable battery charger. Will you see that they do? Please advise me when you have done so. Thank you very much for sharing your concerns with me regarding your quantum 600 powerchair's battery charger, and your concern for other users. As you note, our previous battery charger contained a cooling fan that did generate some noise. However, we have transitioned to a totally silent digital charger that makes no noise, and has proved very successful. I hope this relieves your concern, and if you need anything further, please let me know. Thank you.